Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were exhibiting high out of range shocking impedance measurements greater than 125 ohms in all vectors. Troubleshooting techniques were performed and the out of range measurement could not be reproduced with isometrics. An 11 joule shock was performed and reported a shocking impedance measurement of 55 ohms. A shocking lead impedance test was performed and reported a measurement of 46 ohms. An x-ray of the device header was also taken and was inconclusive. There are no plans for additional intervention at this time. The physician planned to monitor the patient via latitude, which is a remote monitoring system. To date, there have been no adverse patient effects reported.